Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing coronary procedure, which was completed as planned; however, images could not be sent to the archive. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The customer indicated that a large number of old studies remained on the system and were not being deleted automatically. Further investigation showed that recent hospital network adjustments prevented data transmission to the archive. It was confirmed that the patient images of the procedure were successfully transferred after making adjustments. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that there was no system malfunction. The investigation identified that the issue was with the hospital network. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's memory was full, preventing imaging.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.